Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope displayed an error message that appeared during use, and the screen went black. The issue was found during setup/inspection before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the output signal wire was broken or had short circuit due to kink of the image sensor cable which led to the abnormal image. The kink may have occurred by massive external stress from uncalculated stress from withdrawing bending section while angulation, excessive twisting or bending, or the like. The event can be prevented by following the instructions for use which state: ltfs1905 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.